Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient experienced a bradycardic episode. The patient had a pre-existing medical condition of hypertension. The patient¿s heart rate prior to the procedure was 74 beats/minute. The patient's heart rate started trending down; therefore, a crash cart was brought in, but within that time frame, the patient¿s heart rate started to trend upward. The crash cart was not used. The timeframe of the bradycardic event after starting the procedure was approximately 20mins. Symptoms related to the bradycardia were reported as hypotension and EKG st elevations. The physician reported the bradycardia would have likely occurred via another modality. Medical interventions included fluid administration/pressor administration. X-rays were taken to see if the patient had a pneumothorax, but it was negative. Additional test included troponin and EKG and were reported as negative. The procedure was completed. The patient was not hospitalized but was observed <24 hours and then was discharged home in stable condition. No images/videos of the event during the procedure were available for intuitive surgical, inc. (Isi) to review. The physician did not believe an ion product caused or contributed to the bradycardia and that the bradycardia was due to a response to anesthesia. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. However, the physician attributed the bradycardia to a response to anesthesia. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a review of the site's system logs for the reported procedure date was conducted. An investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced bradycardia. Medical intervention included fluid administration/pressor administration. The procedure was completed and the patient was discharged home in stable condition. Although the physician believes the bradycardia was due to response to anesthesia, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.